Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the user interface (ui) printed circuit board assembly (pcba) as corrective activity. The rse provided the bme the part details for order. The bme confirmed the ui pcba was replaced once it was made available. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator started by itself and then, could not be turned off. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the user interface (ui) printed circuit board assembly (pcba) as corrective activity. The rse provided the bme the part details for order. The investigation is ongoing.